Event description:
Additional information was reported, indicating that the sli on this rv lead, continued to increase and plateaued around 140 ohms. Thus, commanded shocks were delivered, to test the lead. Three commanded shocks were delivered and converted, at 31 ohms, and had a range of impedances from greater than 125 ohms to 97 ohms. Then a shock on the t-wave was performed 3 times, in reverse polarity. The first 2 shocks failed and had a slis from 95-122 ohms. The third shock was an external that converted the rhythm. The same sequence was repeated, with similar results. The first 2 shocks had an sli range of 95 to greater than 125 ohms and the third was an external that converted the rhythm. A third series of shocks in initial polarity were then performed, resulting in a range from 76-78 ohms. The first and third were successful and the second one failed. The physician was to determine the next steps. No additional adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.

Event description:
It was reported that this right ventricular (rv) lead has had a gradual increase in shock lead impedances (sli) since about (B)(6) 2018. The health care professional (hcp) notified technical services (ts) that the sli had now reached out of range measurements and was seeking advice. Ts discussed that gradual increases have been found to be due to calcification on the lead. This was not confirmed. Ts suggested to deliver a commanded shock if he sli reaches greater than 145 ohms, to confirm the real impedance. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.